Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for reflux testing. There was proteinaceous and crystalline debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear noted in the top of the cassette housing chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2014. According to the report, in (B)(6) 2016 the patient was experiencing headaches and feeling sick. It was reported in (B)(6) 2016 the patient's headaches were becoming worse and the physician changed the pressure level setting from 1.5 to 2.0. It was then reported that in (B)(6) 2016, the patient's symptoms were not improving and the doctor performed intracranial pressure (icp) monitoring. It was reported by the surgeon that the valve was set at the highest performance level of 2.5 when the icp monitoring was done in the patient; however, the device was found to be over draining. Reportedly, the device was explanted on (B)(6) 2016 and replaced with another manufacturer's device. The report stated that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.